Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: there was one unexplained power on reset event observed in the black box on (B)(4) 2016 at 09:27. Deliveries resumed on (B)(4) 2016 at 09:50. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap tightly secured to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the test battery cap with no power interruptions. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement in the range of 200mg/dl to 300mg/dl with symptoms of dehydration, headache, lethargy and irritability. The patient reportedly did not require medical intervention. There was no indication of damage to the pump. This complaint is being reported because the patient experienced hyperglycemia allegedly due a power issue with the pump.